Event description:
(B)(4). I have had extreme pain in my lower abdomen. I have extrem heavy bleeding with my period. When im walking my left thigh goes numb for some reason. I have 5-6 migrains a month and I have never had this many in one month. I have had 3 miscarriages since I had this put in.